Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction were identified during the device evaluation: intermittent image loss shown on monitor. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: intermittent image loss shown on monitor occurred due to bad charged coupled device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. This report was impacted by emdr scheduled maintenance occurring july 22-27, 2026.

Event description:
The customer reported that the device was not working properly during inspection for use involving an olympus camera head. There was no patient injury reported.